Event description:
Customer reported to beckman coulter, inc (bec) that there was fluid leak consisting of blood and diluent at and below the needle assembly of the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) straightened the needle bellows tubing at pinch valve (pv21) that was folded over and resolved the issue.

Manufacturer narrative:
(B)(4).